Event description:
A peritoneal dialysis registered nurse ([pd]rn) reported to (B)(6) customer service that a pd patient was in the hospital due to a dialysis related issue. Additional information was obtained through follow-up with the pdrn. The patient was admitted to the hospital on (B)(6) 2026 with symptoms of confusion. The patient had pd culture obtained at the hospital which resulted positive for candida (yeast). The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intravenous (IV) anti-fungal therapy (drug, dose, frequency, and duration not provided). The patient underwent a pd catheter (not a (B)(6) product) removal and transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2026 and continues in-center hd. The cause of the peritonitis was not determined, however; the patient was traveling prior to the hospitalization, and the spouse is the patient¿s caregiver. The pdrn stated there could have been a breach in aseptic technique. The liberty cycler set was not available for evaluation as it was reportedly discarded. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".